Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia, on unknown date with blood glucose level was over 600 mg/dl for the past 4 days. Customer stated that the cannula did not look bent. Customer stated that they did not have insulin pump with them at time of call. Customer stated that sometimes uses the sensor but did not use auto mode. Advice customer to call back when they had insulin pump with them to troubleshooting and did the high pressure test. No other assistance needed. The devices will not be returned for analysis.